Event description:
A malfunction alarm identified as "malf 12" was reported, and although the exact impact on the customer¿s blood glucose level was unknown, no adverse effects were indicated. Technical support provided the customer with instructions on resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue arises again.